Event description:
Information received by medtronic indicated that the customer reported damage to the insulin pump in the form of a crack. Troubleshooting was performed and found that the damage occurred while the customer was bumped, when running. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump immediately alarmed pump error 38 during rewind. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to pump error 38. Test p-cap and reservoir locked properly into reservoir compartment during testing. Successfully downloaded pump history files and traces using thus software. Pump alarmed a pump error 38 during testing on (B)(6) 2023 at 10:35:35 am. Pump was cut open to perform visual inspection and found moisture damage on pcba 1, pcba 2, motor, force sensor, and lithium backup battery. Also found gearbox jammed on the motor. The following were also noted during visual inspection: scratched case, cracked case, broken battery tube threads, cracked case (battery tube), cracked case-corner of belt clip rails, keypad overlay texture damage, cracked keypad overlay, stained keypad overlay, serial number label missing, corroded battery tube, and corroded battery tube spring. Cosmetic damage was confirmed at the battery compartment. Pump error 38 was confirmed during testing due to gearbox jammed. Moisture damage was confirmed found on pcba 1, pcba 2, motor, force sensor, lithium backup battery, and battery tube. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.